Event description:
"Present/presence" - according to crl/pharmchek this aids in a "positive test", however, by scientific definition it is negative (below loq; 10ng), however, simply because crl chooses to use a more [invalid] nt level for running their analysis and those levels show present, it makes it appear they then report postive. Dr. (B)(6) often testifies to these results and does not give proper insight. Harmful error exists... Their intentional efforts to mislead begins with the lack of transparency on the crl lab results which pharmchek uses to analyze their patches. Majority of the limited studies that were allowed to publication and viewed by public exudes the same lack of transparency and same immense amount of confusion for interpreting the results produced in these experiments.